Event description:
Customer called on (B)(4) 2012, reporting of a leak inside the beckman coulter coulter lh 750 hematology analyzer at vl114 and vl115. Customer was wearing personal protective equipment consiting of a lab coat and gloves at the time of the event and no exposure or injury was reported. Customer stated that the spill did not affect patient results and no erroneous results were generated. There was also no change to patient treatment attributed to this event.field service engineer (fse) was dispatched and found a hole in the tubing through vl115. Fse proceeded to replace the tubing and verified the repair as per established procedures. Root cause of the leak was attributed to a hole in the tubing through vl115. Blood, controls, clenz or diluent can be present at the tubing through vl115.

Manufacturer narrative:
(B)(4).